Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v471213, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had interstim put in for bladder a year and a half ago and it didn't work. The patient states "they just re-did it." The patient was originally implanted in (B)(6) 2010. The patient had new implant put in a couple of days ago. The patient states original implant had been turned off for a year and a half. The patient states "it was off because they couldn't do the surgery. The patient had burns so they could not do that until now." The patient had device implanted in (B)(6) 2010 and it was off for a year and half and it was off because, it never worked since implant. The patient had some medical problems (burns). The patient was asked to clarify when they "re-did it" on tuesday, did hcp (healthcare provider) replace ins and leads? The patient states, "they must of, they switched the lead and they had to of put a new battery in there you'd think, it's been off a year and a half."